Manufacturer narrative:
The root cause cannot be determined conclusively. The manufacturer internal reference number is:(B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Based on assessment, the product met specifications at the time of release. (B)(4).

Event description:
A physician reported after performing phacoemulsification and removing the lens in a patient's right eye, the physician noticed a posterior capsule tear. The doctor was not sure how it happened. The patient had a white cataract and all cuts were completed with the femtosecond laser. The primary incision was widened to allow placement of the planned intraocular lens.